Event description:
It was reported that prior to a device upgrade procedure an impedance check was performed which showed that one of the spinal cord stimulation leads displayed high impedances on multiple contacts. The lead was explanted and replaced with a new one. Post operatively the patient was doing well.